Event description:
It was reported that balloon rupture occurred. A vascular access was obtained through a 5f non bsc sheath utilizing a retrograde approach. The 90% stenosed target lesion was located in a shunt in a moderately calcified and moderately tortuous left forearm. After a non bsc guide wire crossed the lesion, a 5.0-40, 80 wanda balloon catheter was advanced to dilate the lesion. On the first inflation the balloon was inflated to 10 atmospheres for 30 seconds, however the balloon ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: an examination of the balloon identified a longitudinal tear in the balloon material. The tear was located at 1mm distal to the distal edge of the distal markerband and it extended proximally along the balloon for a total length of 11mm. An examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A vascular access was obtained through a 5f non bsc sheath utilizing a retrograde approach. The 90% stenosed target lesion was located in a shunt in a moderately calcified and moderately tortuous left forearm. After a non bsc guide wire crossed the lesion, a 5.0-40, 80 wanda balloon catheter was advanced to dilate the lesion. On the first inflation the balloon was inflated to 10 atmospheres for 30 seconds, however the balloon ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved u.s. Device.